Event description:
It was reported that approximately thirty seven months post xience v stenting procedure in the mid right coronary artery (mrca) with one 3.0 x 18 mm stent and in the proximal rca with one 3.0 x 18 mm stent, the patient was hospitalized with angina pectoris and shortness of breath. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the mrca index lesion with balloon angioplasty and implantation of a drug eluting stent. The patient's condition resolved on (B)(6) 2010 and the patient was discharged the same day. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.